Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The anesthesia control board was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit has an anesthesia control board communication error during the boot-up process. There was no report of patient involvement.